Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Review of stored device data noted measurements had been gradually increasing. Technical services (ts) discussed potential causes and discussed the option of increasing the out of range limit to 150 ohms for the remote home monitoring system. No adverse patient effects were reported. This device remains in service.